Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a.(B)(4). This report will be amended when our investigation is complete.

Event description:
It was reported that the patient was revised due to instability.

Manufacturer narrative:
No product was returned; visual and dimensional evaluations could not be performed. The device history records for the articular surface were reviewed for deviations and/ or anomalies with no deviations/ anomalies identified. This device is used for treatment. A product history search identified no other complaint for the part and lot combination of the articular surface. Surgical notes were not provided; it is unknown whether the component was implanted with the correct fit and orientation as per the surgical technique. Per the package insert of the articular surface, joint instability is a known adverse effect of this procedure. Based on the weight and height provided, the patient is obese with a (B)(6). The package insert also warns that complications and/or failure of total knee prostheses are more likely to occur in heavy patients. A definitive root cause cannot be determined with the information provided.